Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected-medical products & therapy dates, initial reporter also sent reports to FDA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgery, the surgeon put an unknown screw in on power using an unknown small frag power screwdriver shaft. An unknown screw was bent as inserted. While removing an unknown screw, the screw broke and the head remained stucked to screwdriver shaft. The surgeon then took an unknown pliers and removed an implanted segment of the screw from the patient. All pieces were retrieved without patient consequence. It is unknown if there was surgical delay. Patient and procedure outcome were unknown. Concomitant devices reported: unknown pliers (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).